Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experiencing high blood glucose. Blood glucose level was 520 mg/dl at time of incident and now dropping 360 mg/dl. Customer treated with manual injection. It was unknown that auto mode was used or not. Customer declined troubleshooting for blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. The insulin pump passed the sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. However, pump error 63 alarm during self test and confirmed in the device history due to broken trace on keypad assembly. (B)(4).